Event description:
It was reported that both the right atrial and left ventricular leads dislodged. The leads were replaced. The patient is enrolled in the panorama study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.